Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. In previous report section b5 mention incorrectly, correct b5 should be the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in air path. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found unknown white and black dust like contamination, and some very small potential hairs or fibers at the air input of the blower box. Some of the pca vias were discolored to a copper-like or yellowish color. An internal visual inspection was completed by the manufacturer and found light dust-like contamination on top of the blower motor and the blower motor seal. Also found liquid spots on the bottom of the blower motor, light brown liquid spots on the bottom of the blower box, indicating potential water ingress. A black contamination, consistent with keratin found at the air outlet of the blower box. Tiny unknown salt-like tan contamination on the inside of the blower motor seal and inside of the blower motor. Tiny unknown black, white and tan specs of contamination found on the bottom the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged while was powering device on. The manufacturer concludes multiple contamination of dust, tan, discoloration found were external to the device and water ingress and liquid spots were consistent to the blower motor and blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.